Manufacturer narrative:
The device involved in this incident is in the process of being evaluated.

Event description:
Baxter technician reported an incident involving a colleague pump that exhibited underinfusion during service testing in the shop.